Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level of 1140 mg/dl. The customer suspected the issue to be the due to the pump "not delivering insulin." Customer attempted to do an infusion set change, but that did not resolve the issue. Additionally, the customer went to the emergency room (ER) and was subsequently admitted to the hospital where the customer was treated with intravenous insulin. The customer was released from the hospital on (B)(6) 2019 with no permanent damage. The customer reverted to manual injections.